Event description:
Description of event according to initial reporter: "component separation. Secondary procedure done. (Separation between alpha 38 and main body). On (B)(6) 2017:thoracic endograft (alpha 38x167). Right groin cutdown. Ultrasound-guided access of left common femoral artery. (B)(4). On (B)(6) 2018: component separation seen on x-ray. On (B)(6) 2018: tevar re-lining distal dta between previous tevar and fenestrated endografts with 40x150mm gore ctag. ((B)(4)). Patient outcome: patient tolerated the procedures.